Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred during a mouthpiece ventilation treatment. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.